Manufacturer narrative:
The complaint device was received and visually inspected. The anchor appears to be loose and is not attached to the inserter but still held in place by the suture. The reported failure can be confirmed from the observation. Visual inspection confirms the distal tip of the inserter is broken. One possibility is that the surgeon applied too much torque on the tip of the inserter while attempting to place the anchor, causing the anchor and distal tip to snap off. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The customer reported via phone that the metal piece that holds the implant on the customer's panalok with orthocord broke while inserting the implant into the patient and was not able to put in the implant during a rotator cuff repair. The customer stated that no new bone hole needed to be created and the case was completed with another implant. The customer stated that no metal fell into the patient during the case. There were no patient consequences or delays. The device is being returned for evaluation.